Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient's father reported that yesterday ((B)(6)2023), around 08:00 am, the insulin was not coming out of his son's infusion set's tubing. Therefore, his blood glucose level increased to 22.3 mmol/l. Further, when they use the plunger then the insulin exit from the tubing. This issue occurred for 2-3 days and as a result his son always end up with high blood glucose level. Previously (two weeks ago), the patient had experienced low blood glucose due to which he was admitted in the hospital. No further information was available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged medical device report (MDR) retraction: the initial MDR with manufacturing report number (8021545-2023-00177), was submitted on 25-july-2023. However, based on the reassessment done on 09 -february -2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. The event was due to pump issue. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.